Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: may 14, 2024. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint device revealed that the cartridge tip was damaged which was consistent with a cartridge that had been used. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected and presented with no damage; however, viscoelastic residue was identified. No assembly issues were identified. The complaint issue "cosmetic issues" and "cartridge damaged" were not identified during product evaluation. The observed "cartridge tip cracked/damaged" is similar to the reported complaint issue "cartridge damaged". However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the preloaded intraocular lens (iol), a scratch was noticed. The cartridge had a sharp edge. The lens remains implanted and no further details were provided.